Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and low sensing threshold were observed on the right ventricular (rv) lead during the follow up in clinic. The lead was repositioned on (B)(6) 2019. The patient was stable prior to, during, and post procedure.